Event description:
A customer contacted baxter to report that the minicap was found to be loose and needed to be tightened again. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The reported problem was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A cause could not be determined. A review of file of the batch reported revealed no any exception regards this issue found in the manufacturing process.

Manufacturer narrative:
(B)(4). This is report 1 of 2 associated with this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.